Event description:
The neurostimulation hardware was painful to the patient. It was explanted and not replaced. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4). The implantable neurostimulator, leads, and extensions have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.